Event description:
On (B)(6) 2013, a company representative (certified diabetes educator) received a message from patient's mother that she was hospitalized with severe diabetic ketoacidosis. Follow-up was completed with mother on (B)(6) 2013. Mother and physician believe the insulin delivery of the infusion device is too low. Patient was hospitalized on (B)(6) 2013 and discharged on (B)(6) 2013. She is no longer using the infusion device. Mother reported she "almost went back into dka" on (B)(6) 2013 when she attempted to restart the infusion device. She was in the hospital and was placed back on an IV and given subcutaneous insulin injections. The infusion device, cartridge, adapter, and infusion set were replaced and requested for evaluation. The cde provided additional information on (B)(6) 2013 following a visit on (B)(6) 2013. The patient had food poisoning and was vomiting prior to her hospitalization. The cde reviewed the error history and downloaded the infusion device data. There was an e6 mechanical error in the history, the piston rod was not touching the cartridge plunger, and there was condensation in the cartridge compartment. It was found she had not used the bolus calculator since (B)(6) 2012, and occasionally goes 1-2 days without testing her blood glucose. Her 90-day average blood glucose was 240 mg/dl. The cde rewound and advanced the piston rod, and an e6 mechanical error occurred at 142 units. The patient was going to remain on injection therapy for 2 weeks before starting the replacement infusion device.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The complaint can be verified. E6 mechanical errors were found in the history. The telescope may be blocked due to the high friction of the drive unit, and the pump correctly triggered the e6 error messages. Due to the defect on the drive unit, the delivery accuracy could not be tested. The adapter passed the optical inspection. The received used cartridge was visually, leak and glide force tested. The cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. The received used transfer set was visually inspected and tested for flow and tightness. The test results were within specifications.

Manufacturer narrative:
No product was returned for evaluation; therefore, no investigation could be performed. Device was not returned to manufacturer.